Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Neuropathy [neuropathy peripheral], unable to walk unassisted [gait disturbance]. Case description: a consumer reported that they, a female age (B)(6), used fixodent denture adhesive, original cream unk, as her denture adhesive of choice, and reported the following: neuropathy; unable to walk unassisted. She has received medical care and unspecified treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer since she was (B)(6). No further info was provided.